Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: (B)(6) product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: (B)(6) product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: (B)(6) product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the patient experienced redness at an unspecified location. The physician assessed the patient may have an infection, and the patient underwent a procedure where the entire deep brain stimulation (dbs) system was removed. It is unknown if cultures were taken, or if antibiotics were prescribed. No further information could be obtained despite good faith efforts. Physical analysis could not be completed in our laboratory, as the devices were retained by the facility.